Event description:
It was reported that the user experienced repeated difficulty with the cartridge not staying locked in the device despite following the insertion process and verifying a secure lock; the user was using an inset 6 mm/23 in infusion set and dexcom g7. Symptoms included hyperglycemia. Outcomes included interruption of insulin delivery. Investigation included device history record review and visual/mechanical inspection of the pump chamber upon return. Investigation of this case revealed a potential cartridge retention issue in the chamber. It was concluded that physical damage to the device occurred and that a device component issue related to cartridge retention could not be ruled out.